Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-12-31. (B)(4), mfg date: 2015-12-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) pump exhibited multiple low flow alarms and the patient experienced insomnia, a headache and "giddiness." It was also reported that the vad battery exhibited two critical battery alarms and did not provide power to the controller which resulted in a pump stop and double disconnect alarm. The pump remains in use and the battery was expected to be exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and one battery were not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed 47 low flow alarms have been recorded since 14-sep-2018. Log file analysis also revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed two (2) critical battery alarms due to communication errors. Additionally, log file analysis revealed three (3) controller power-ups with their associated motor starts. Of note, the battery was not involved during the controller power up that took place on 23-oct-2018. No anomalies were observed during the recorded controller power ups. The controller was without power for 10 seconds, 7 seconds, and 15 seconds; respectively. As a result, the reported critical battery alarms and loss of power event were confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery bat212640 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 4307, 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.